Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, loss of capture was observed. Rv lead was never implanted and was replaced with second rv lead. During the implant of the second rv lead, oversensing and high impedance were observed and the physician tried to reposition the lead but was unable to unscrew the lead. The lead was then pulled and explanted and replaced. No patient complications have been reported as a result of this event.